Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger; in order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the experienced feeding issues. No conclusion could be reached as to what may have caused the found damage. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device intended to be fired but there was an unexpected resistance in grasping the trigger as well. The device was used on the blood vessel. Another device of another lot number was used to complete the case without problems. There were no adverse consequences to the patient.